Event description:
The pt reported experiencing blood glucose readings ranging from 30-311 mg/dl. Elevated blood glucose occurred in 2009, and the pt lowered blood glucose levels by bolusing with an insulin pen. The pt's normal blood glucose level is 100-180 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.